Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed during withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was a carotid stenosis surgery performed via retrograde puncture of the left femoral artery using a 6f non-cordis sheath introducer. At approximately a 40° angle, while slowly withdrawing the device, the backflow indicator showed reduced pulsatile flow. After withdrawing the device about 1 cm, the indicator window changed color, but the plug deployment button could not be pressed. The device was withdrawn together with the sheath. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the IFU. Femoral artery suitability was verified via angiography, including insertion angle and vessel diameter, which was confirmed to be equal to or greater than 5mm. There were no signs of calcification, tortuosity, nearby stents, or significant (greater than 50%) stenosis. No prior closure within 30 days, nor pre-existing hematoma, av fistula, or pseudoaneurysm were observed. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back indicator showed significantly slowed pulsatile flow and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window was solid black at that time. The physician has many years of experience using the exoseal vascular closure device (vcd). One non-sterile exoseal vascular closure device 6f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device since the functional analysis demonstrated successful lever depression with plug deployment. No anomalies were noted during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed during withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was a carotid stenosis surgery performed via retrograde puncture of the left femoral artery using a 6f non-cordis sheath introducer. At approximately a 40° angle, while slowly withdrawing the device, the backflow indicator showed reduced pulsatile flow. After withdrawing the device about 1 cm, the indicator window changed color, but the plug deployment button could not be pressed. The device was withdrawn together with the sheath. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the IFU. Femoral artery suitability was verified via angiography, including insertion angle and vessel diameter, which was confirmed to be equal to or greater than 5mm. There were no signs of calcification, tortuosity, nearby stents, or significant (greater than 50%) stenosis. No prior closure within 30 days, nor pre-existing hematoma, av fistula, or pseudoaneurysm were observed. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back indicator showed significantly slowed pulsatile flow and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window was solid black at that time. The physician has many years of experience using the exoseal vascular closure device (vcd). The device was returned for evaluation.